Event description:
It was reported that the user experienced hypoglycemia during sleep with a lowest reported glucose of 59 mg/dl and questioned unexpected insulin delivery overnight while using the system with a compatible cgm; the user contacted support, received low-glucose alerts, self-treated with glucose tablets and soda, and subsequently consulted their healthcare provider who recommended a factory reset, which was initiated. Investigation included review of user report and provision of troubleshooting and education, including guidance to perform a factory reset. Further investigation of this case revealed no confirmed device malfunction based on available information. There was no user reported symptoms during the event. Outcomes included self-management without medical intervention, assistance, hospitalization, disability, or life-threatening harm. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemic event was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.